Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, falling into blanking period. Additionally, several undersensed atrial intervals were observed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.